Event description:
Boston scientific received information that this device was explanted for normal battery depletion. There was no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by our post market quality assurance laboratory. Initial testing noted a possible performance issue.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, initial analysis found that the device did not pass the labeled longevity calculation, thus the device was put through detailed analysis. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Microscopic visual inspection showed no damage and no visible cracks. Detailed analysis was unable to determine the cause of the failed longevity calculation, as all testing showed that the hybrid current is in specification.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.